Event description:
It was reported that the patient sought medical attention in (B)(6)2025 at diabetes centraal, soestwetering, for pain related to insertion at the pod¿s infusion site. The patient was prescribed a topical numbing cream (emla hydrophilic cream 5%) and was discharged after approximately 30 minutes. No impact on the patient¿s glucose levels was reported. The pod was discarded, and a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 2.0.0 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.